Event description:
A balloon rupture was reported during the procedure. The balloon used to treat a 90% stenotic, calcified lesion in the superficial femoral artery ruptured during the first inflation at 12 atm. It was subsequently replaced with a new device, and the procedure was continued. No patient complications were reported.

Manufacturer narrative:
The product was returned for investigation. A rupture was found in the distal-to-central portion of the balloon. It is considered that the reported event was caused by local contact with a lesion, but the detailed cause could not be identified. No abnormalities were found in the production records.the instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make users aware of potential complications and other events similar to this event that may occur.this report does not imply an admission by anyone that the products mentioned in this report are defective.although no complications have been reported, we are reporting this event conservatively because balloon rupture or shaft leakage is known to potentially cause adverse events.